Event description:
A customer reported an altitude alarm issue with their pump. There was no adverse impact to the customer's blood glucose level. The customer, feeling uneasy about traveling due to persistent altitude alarms, will receive a replacement pump with updated software from technical support. Instructions were provided to the customer on how to store the faulty pump and return it to tandem. The customer will continue using their current pump until the replacement arrives, and no signature is required for the delivery.